Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) to treat right superficial femoral artery pseudoaneurysm. The puncture location was on the left side and a guide wire was used to establish the delivery path from left to right. A 6mm * 5cm vsx device was used per the diameter of the target blood vessel and was delivered to the target location. Under dsa imaging, the deployment knob was pulled to deploy vsx device. After pulling all the deployment line, there was no device expansion. After repeated confirmation, the vsx device was withdrawn with the sheath. It was found that the vsx device deployment line broken, and vsx device could not be deployed in vitro. Another vsx device of same size was used to complete the procedure successfully. Patient didn't experience any adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A4: patient weight is not available. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Device will be returned to gore for investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D9: update date device returned to manufacturer. H6: code c19 - the manufacturing records were reviewed. The device lot met all pre-release specifications. Code c16 - vsx device distal shaft detachment was confirmed by evaluation of the returned device as well as images provided in association with the complaint. The engineering evaluation identified <90° catheter circumference visibly raised collar edges on the transition component, indicating that the bond may have been inadequate, and the device should have been rejected during final inspection. Therefore, the root cause of the separated distal shaft from transition and dual lumen is consistent with a manufacturing deficiency. The identified manufacturing has been linked to an existing CAPA. Code d03 - capas are generated based on individual event and product line trend information at the discretion of the product team per md56 [procedure for corrective and preventative action]. Considering the this reported event and the results of this investigation, this occurrence did not warrant initiation of a new CAPA. The confirmed distal tip separation is associated with a pre-existing CAPA. This type of occurrence will continue to be monitored and trended per md24024 [procedure for event trending, analysis, and review] and appropriate actions will be taken as they are deemed necessary.

Manufacturer narrative:
B4: correct the event description.

Event description:
It was reported to gore that a patient was to be implanted with a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) during the abdominal aortic endovascular isolation procedure to treat complex abdominal aortic aneurysm involving iliac and femoral artery. Vsx device hasn't reached the target lesion at the superficial femoral artery yet. It needed to withdraw the vsx device (undeployed state) due to the retraction of the amplatz guidewire during the reconstruction of the abdominal trunk artery to release some tension. When the vsx device was withdrawn, the tip end breakage was found in the patient's body. They were all retracted from patient afterwards. Patient didn't experience any adverse consequences. The distal shaft was discarded in the hospital and can't be returned.